Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not deliver insulin as intended when 85-90 units of insulin was remaining in the cartridge. Reportedly, the customer disconnected from infusion set site and did not observe insulin exiting from end of infusion set tubing. Customer's blood glucose (bg) was 400mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.